Event description:
This case was initially received via regulatory authority (B)(6) on 01-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of hysterectomy ("planned device removal (hysterectomy)") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2010, the patient experienced fatigue ("chronic fatigue"), rhinitis ("chronic rhinitis"), depression ("depression") and nasal operation ("nose operation"). On (B)(6) 2017, the patient had a planned hysterectomy (seriousness criteria medically significant and intervention required). At the time of the report, the hysterectomy, fatigue, rhinitis, depression and nasal operation outcome was unknown. The reporter provided no causality assessment for depression, fatigue, hysterectomy, nasal operation and rhinitis with essure. The reporter commented device removal was planned on (B)(6) 2017 (hysterectomy). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 03-aug-2017 for the following meddra preferred term: hysterectomy. The analysis in the global safety database revealed 114 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.